Event description:
Healthcare professional (hcp) reported that a patient injected in the mentum with juvéderm vollure¿ xc and experienced "a bruise that was later considered by the hcp to be a possible vascular occlusion based on symptoms. Treatment included with hyaluronidase was administered along with a pde-5, an antibiotic, h1n1. Condition improved.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the syringe has been discarded. Additional, changed, and/or corrected data: a4, b3, b5, b7, d6a, h6, h8, concomitant product.

Event description:
Additional information reported 7 cc of juvéderm vollure¿ xc was injected into chin shadow. Symptom has resolved the following day after onset.